Manufacturer narrative:
Additional information in d4: UDI number, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: the device remains implanted, so it was not returned and an evaluation is unable to be performed. X-rays were provided, which show that the tulip housing has fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: per DHR review, the part was likely conforming when it left highridge control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a virage screw fracture was discovered by postoperative CT scan and confirmed by x-ray that may have occurred during the final closure of the surgery, although this is not certain. A revision surgery was not performed, and the patient is being treated with a halo vest. The patient is asymptomatic.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a virage screw fracture was discovered by postoperative CT scan and confirmed by x-ray that may have occurred during the final closure of the surgery, although this is not certain. A revision surgery was not performed, and the patient is being treated with a halo vest. The patient is asymptomatic.